Event description:
Reporter indicated device diagnostic testing at office visit in 03/2003 resulted in high impedance reading (dc-dc code 7 and limit), indicating possible malfunction. It was reported that the patient has never felt stimulation since implant. It was also reported that the patient has had some seizure control. Further follow-up revealed that the high lead impedance condition was first noted at a previous office visit in 2003. It was reported that the patient underwent revision surgery to re-connect the lead to the generator properly. The lead connector pins were removed from the generator header cleaned and re-inserted into the generator. Device diagnositc testing following revision surgery was within normal limits.